Manufacturer narrative:
(B)(4).

Event description:
It was reported that " user was initiating the iab therapy for a patient following instruction of use, the first balloon catheter was vacuumed with the 60cc syringe for multiple times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly, thus the physician attempted to deflate and inflate the balloon manually to unwrap it. Yet, it was reported that there was significant resistance encountered before injecting 40cc volume of gas into the balloon. Hence, the physician decided to exchange for a new piece of arrow 40cc iab catheter. The physician prepared the catheter in the same way as the first time and immersed balloon membrane into saline for activation of the hydrophilic coating. The catheter was advanced smoothly into the patient up to the 2nd intercoastal space along the guidewire to ensure enough space for complete balloon unwrap but it was still reported to have partial incomplete unwrap of the balloon. Since they failed to inflate the balloon manually to troubleshoot for the first time, they only refilled the balloon with helium by the cardiosave iabp to attempt unwrap the balloon. Unfortunately, the problem only improved slightly and the balloon was still not unwrapped completely. Yet, since the situation is still acceptable, so the physician decided to continue the iab therapy and maintained until (B)(6) 2024." Patient current condition is reported as "fine". No patient injury or consequence reported. Please see associated MDR#: 3010532612-2024-00161.

Manufacturer narrative:
(B)(4). The reported complaint for "partial incomplete unwrap of the balloon" was not confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. Upon return, the distal end of the teflon sheath was at approximately 34.6cm from the iabc distal tip; clear liquid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. A kink to the iabc was noted at approximately 5.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that " user was initiating the iab therapy for a patient following instruction of use, the first balloon catheter was vacuumed with the 60cc syringe for multiple times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly, thus the physician attempted to deflate and inflate the balloon manually to unwrap it. Yet, it was reported that there was significant resistance encountered before injecting 40cc volume of gas into the balloon. Hence, the physician decided to exchange for a new piece of arrow 40cc iab catheter. The physician prepared the catheter in the same way as the first time and immersed balloon membrane into saline for activation of the hydrophilic coating. The catheter was advanced smoothly into the patient up to the 2nd intercoastal space along the guidewire to ensure enough space for complete balloon unwrap but it was still reported to have partial incomplete unwrap of the balloon. Since they failed to inflate the balloon manually to troubleshoot for the first time, they only refilled the balloon with helium by the cardiosave iabp to attempt unwrap the balloon. Unfortunately, the problem only improved slightly and the balloon was still not unwrapped completely. Yet, since the situation is still acceptable, so the physician decided to continue the iab therapy and maintained until 13 feb 2024." Patient current condition is reported as "fine". No patient injury or consequence reported. Please see associated MDR#: 3010532612-2024-00161.